Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure.   The device was not returned for evaluation. However, imagery was provided by the site via the 3mensio report. Stj showed calcification around the 3 cusps (nc, rc and lc). Calcification was also observed on the ascending aorta, descending aorta and annulus area. Hockey puck (mip) showed severe calcification in the nc area. A photo of the burst balloon post-procedure was also provided for review. The burst appeared to be radial and the balloon material did not appear to be attached on the distal end. The distal end of the sheath also appeared delaminated (most likely during attempted removal of the burst balloon).   Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in as documented in a clinical technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.   In this case, available information therefore suggests that patient (calcification) likely contributed to the complaint events.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:2015691-2019-02848.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  UDI (B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, a commander balloon ruptured upon deployment of a 29mm sapien 3 valve. Due to it being a spiral rupture, it was initially unable to be pulled back into the sheath but eventually was finally able to pull in all the way back, but it collapsed the end of the esheath. A new, 16f esheath was then inserted, and a 2nd commander was prepped to make sure that the valve was fully deployed. No annular injury occurred; no valve misalignment occurred; no vascular injury occurred. The access site was closed with the perclose sutures, and a run-off shot was taken to verify that there was no exsanguination from the ilio-femoral system. Access site was hemostatic, patient was hemodynamically stable, and all vital signs indicated a successful clinical outcome. Patient was sent to the ICU for monitoring, but there was no indication that there would be any clinical issues due to the initial balloon rupture.